Event description:
It was reported the laparoscope experienced lines on the screen during set up. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur and the image is purple" due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: broken video cable. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunction was caused by a broken video cable, resulting in image striping and a purple display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h11- which erroneously missing an additional reportable malfunction. In addition, the following reportable malfunctions were identified during the device evaluation: purple discoloration and stripes in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.